Event description:
A hospital in (B)(6) reported via a distributor that only a small amount of water flowed into an mr290v vented autofeed humidification chamber. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected and performance tested by attaching to a semi-rigid water bottle. Results: no physical damage was noticed with the returned device. When the mr290v chamber was connected to a semirigid water bottle the water flowed into the chamber properly. The water level reached a height of 5 millimetres above the base of the dome, which is an acceptable water level. Conclusion: the reported fault was not replicated as water flowed into the chamber normally. No fault was found with the mr290v chamber. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used.

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare ((B)(4)) for evaluation. We will provide a follow-up report upon receipt of the complaint chambers and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that only a small amount of water flowed into an mr290 autofill humidification chamber. No patient consequence was reported.